Event description:
It was reported that when using the bd pyxis medstation system, the drawer had failed. The customer reported that this malfunction occurred when a user was trying to dispense medication to a patient. This issue resulted in a delay to patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer had failed. A field service engineer removed the back panel and found that the magnet had fallen out of the insep latch, replaced the insep latch to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.